Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump was received with the battery cap missing the metal contact. Installed a test battery cap and continued testing. The pump passed the sleep current measurement and active current measurement. The trace and history files were successfully downloaded using thump. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: battery cap missing the metal contact, cracked select button keypad overlay, stained keypad overlay, broken belt clip rails, scratched case, and pillowing keypad overlay. The battery cap broken-off/missing metal contact is confirmed. The complaint of the pump not responding after battery change (unexpected battery power loss) is confirmed due to the battery cap missing the metal contact. Cracked select button on the keypad overlay is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack in the button portion of the pump main unit. The belt clip was removed from the pump. The metal terminal of the battery cap is disconnected. The pump turned off during the day; after returning home, the battery was replaced, but the pump did not respond at all, even after the battery was inserted. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1882.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.